Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034101) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left fallopian tube perforation"), endometriosis ("endometriosis") and genital haemorrhage ("bleeding / extremely excessive bleeding / blood literally was falling out of me / bled through everything/extreme bleeding/large blood clots") in a 38-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had difficulty placing left one". The patient's past medical history included gravida ii, parity 2 (((B)(6) 1991, (B)(6) 1999) vaginal labors), rash, migraine with aura, acne, meningitis, loop electrosurgical excision procedure (treatment for abnormal pap) in 1994, social alcohol drinker, hypertension (father, paternal grandfather), heart attack (maternal grandfather), stroke (maternal grandmother), cancer of ovary (paternal grandmother), menorrhagia and dysmenorrhea. Denies tobacco use, alcohol use. Previously administered products included for birth control: pill from 1991 to 2010. Concurrent conditions included drug allergy (cough), penicillin allergy, hypertension and nonsmoker. Concomitant products included atenolol since 2011 and losartan since 2011 for blood pressure high as well as lisinopril. In 2010, the patient experienced migraine ("migraines"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain, pelvic discomfort, abdominal distension and abdominal discomfort. In 2015, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("sharp stomach pains"), back pain ("extreme lower back pain/bad lower back pain"), dyspareunia ("pain and discomfort during sex with my husband / painful"), coital bleeding ("during sex, bleed almost every time"), menorrhagia ("blood gush out of me during my period"), vomiting ("vomiting"), weight increased ("weight gain"), discomfort ("feeling of heaviness"), hypertension ("extremely high blood pressure"), pain in extremity ("felt pain down left leg when she felt the sharp stabbing pain in her side"), fungal infection ("right after device she had chronic yeast infections for approximately a year"), urinary tract infection ("uti"), uterine enlargement ("an enlarged uterus"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pain ("vaginal pain (within days of surgery)"), procedural pain ("it was extremely painful and lasted for an extended period of time."), mental disorder ("use of essure caused or aggravated any psychiatric and/or psychological conditions"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("less headaches") and investigation noncompliance ("essure confirmation test was not done"). The patient was treated with sumatriptan, antibiotics, minocycline hydrochloride (minocyclin), sulfacet (plexion), tretinoin, surgery (hysterectomy) and surgery (hysterectomy , salpingectomy-bilateral salpingectomy, laser afflation of cervix). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, endometriosis, migraine, dyspareunia, coital bleeding, menorrhagia, vomiting, weight increased, discomfort, hypertension, pain in extremity, fungal infection, urinary tract infection, uterine enlargement, bacterial vaginosis, vulvovaginal pain, procedural pain and mental disorder had not resolved, the genital haemorrhage, abdominal pain upper, back pain, fatigue and headache had resolved, the alopecia was resolving and the investigation noncompliance outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, bacterial vaginosis, coital bleeding, discomfort, dyspareunia, endometriosis, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, hypertension, investigation noncompliance, menorrhagia, mental disorder, migraine, pain in extremity, procedural pain, urinary tract infection, uterine enlargement, vomiting, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had not sought medical treatment for bloating, weight gain, vomiting, cramping. Patient did not claim that she was allergic to nickel or any other component of essure. Patient had never experienced the claimed injuries before the date of essure placement. Current weight: 145 patient has had an essure procedure for contraception and attributed this heavy flow to that procedure. Sometimes she could have clots that were fairly large. Sometimes she had 6-8 clots that could come through during those days of heavier flow. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: negative ultrasound pelvis - on (B)(6) 2015: its in good position without apparent complication ultrasound scan - on (B)(6) 2015: devices that had been placed prior arestillpresent; on (B)(6) 2015: essure devices project in the pelvis (B)(6) 2015 surgical pathology report: result: posterior cul de sac peritoneum; biopsyfibroadipose tissue with no pathologic changes, left fallopian tube, salpingectomy-fallopian tube with paratubal cyst. Gross description: a paratubal cyst was present in the midportion of the left fallopian tube. A segment of essure coil was present extending 3 mm from the proximal end of the tube. The coil measured 3.4cm in length and was adherent to the fallopian tube mucosa. A coil was removed and saved. An essure short coil extended 7 mm proximal to the right fallopian tube. The coil was resected from the fallopian tube lumen and measured 3.3 cm in length. Essure confirmation test-no birth control or contraception at any time following your essure placement procedure: pill for several months after. She did retain the essure or portion of it. 21-jun-2010 hysteroscopy: the essure device was then placed first into the left tubal ostia and the device was deployed with 3 coils noted. The hysteroscope was then. Rotated to allow visualization of the opposite tubal ostia. In a similar manner the essure coils were deployed with a result of 7 being seen. (B)(6) 2015, transabdominal and transvaginal sonography: findings: essure devices are seen in good position with the right and left fallopian tubes. Essure devices are not completely visualized sonographically, however appear intact in the proper location . (B)(6) 2015, operative report: procedure: laparoscopic supracervical hysterectomy, bilateral salpingectomies, excision and cauterization of endometriosis. Findings: enlarged bulbous uterus, normal-appearing fallopian tubes. Through the left fallopian tube could be visualized the micro insert of the essure that was placed in the left fallopian tube. Normal ovaries. White and black endometriosis appearing lesions on the posterior cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5034101) on 04-mar-2014. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left fallopian tube perforation"), endometriosis ("endometriosis") and genital haemorrhage ("bleeding / extremely excessive bleeding / blood literally was falling out of me / bled through everything/extreme bleeding/large blood clots") in a (B)(6) female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had difficulty placing left one". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1991, (B)(6) 1999) vaginal labors), rash, migraine with aura, acne, meningitis, loop electrosurgical excision procedure (treatment for abnormal pap) in 1994, social alcohol drinker, hypertension (father, paternal grandfather), heart attack (maternal grandfather), stroke (maternal grandmother), cancer of ovary (paternal grandmother), menorrhagia and dysmenorrhea. Denies tobacco use, alcohol use. Previously administered products included for birth control: pill from 1991 to 2010. Concurrent conditions included drug allergy (cough), penicillin allergy, hypertension, nonsmoker and alcohol use-no. Concomitant products included atenolol in 2011 and losartan in 2011 for blood pressure high as well as lisinopril. In 2010, 6 days before insertion of essure, the patient experienced migraine ("migraines"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain, pelvic discomfort, abdominal distension and abdominal discomfort. In 2015, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("sharp stomach pains"), back pain ("extreme lower back pain/bad lower back pain"), dyspareunia ("pain and discomfort during sex with my husband / painful"), coital bleeding ("during sex, bleed almost every time"), menorrhagia ("blood gush out of me during my period"), vomiting ("vomiting"), weight increased ("weight gain"), feeling abnormal ("feeling of heaviness"), hypertension ("extremely high blood pressure"), pain in extremity ("felt pain down left leg when she felt the sharp stabbing pain in her side"), fungal infection ("right after device she had chronic yeast infections for approximately a year"), urinary tract infection ("uti"), uterine enlargement ("an enlarged uterus"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pain ("vaginal pain (within days of surgery)"), procedural pain ("it was extremely painful and lasted for an extended period of time."), mental disorder ("use of essure caused or aggravated any psychiatric and/or psychological conditions"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("less headaches") and investigation noncompliance ("essure confirmation test was not done"). The patient was treated with sumatriptan, antibiotics, minocycline hydrochloride (minocyclin), sulfacet (plexion), tretinoin, surgery (hysterectomy) and surgery (hysterectomy , salpingectomy-bilateral salpingectomy, laser afflation of cervix). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, endometriosis, migraine, dyspareunia, coital bleeding, menorrhagia, vomiting, weight increased, feeling abnormal, hypertension, pain in extremity, fungal infection, urinary tract infection, uterine enlargement, bacterial vaginosis, vulvovaginal pain, procedural pain and mental disorder had not resolved, the genital haemorrhage, abdominal pain upper, back pain, fatigue and headache had resolved, the alopecia was resolving and the investigation noncompliance outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, bacterial vaginosis, coital bleeding, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, fungal infection, genital haemorrhage, headache, hypertension, investigation noncompliance, menorrhagia, mental disorder, migraine, pain in extremity, procedural pain, urinary tract infection, uterine enlargement, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not sought medical treatment for bloating, weight gain, vomiting, cramping. Patient did not claim that she was allergic to nickel or any other component of essure. Patient had never experienced the claimed injuries before the date of essure placement. Current weight: (B)(6) . Patient has had an essure procedure for contraception and attributed this heavy flow to that procedure. Sometimes she could have clots that were fairly large. Sometimes she had 6-8 clots that could come through during those days of heavier flow. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: negative. Smear cervix abnormal - in 1994: abnormal pap-cis. Ultrasound pelvis - on (B)(6) 2015: its in good position without apparent complication. Ultrasound scan - on (B)(6) 2015: devices that had been placed prior are still present. X-ray gastrointestinal tract - on (B)(6) 2015: essure devices project in the pelvis. On (B)(6) 2015 surgical pathology report: result: posterior cul de sac peritoneum; biopsyfibroadipose tissue with no pathologic changes, left fallopian tube, salpingectomy-fallopian tube with paratubal cyst. Gross description: a paratubal cyst was present in the midportion of the left fallopian tube. A segment of essure coil was present extending 3 mm from the proximal end of the tube. The coil measured 3.4cm in length and was adherent to the fallopian tube mucosa. A coil was removed and saved. An essure short coil extended 7 mm proximal to the right fallopian tube.the coil was resected from the fallopian tube lumen and measured 3.3 cm in length. Essure confirmation test-no. Birth control or contraception at any time following your essure placement procedure: pill for several months after. She did retain the essure or portion of it. On (B)(6) 2010 hysteroscopy: the essure device was then placed first into the left tubal ostia and the device was deployed with 3 coils noted. The hysteroscope was then. Rotated to allow visualization of the opposite tubal ostia. In a similar manner the essure coils were deployed with a result of 7 being seen. On (B)(6) 2015, transabdominal and transvaginal sonography: findings: essure devices are seen in good position with the right and left fallopian tubes. Essure devices are not completely visualized sonographically, however appear intact in the proper location . (B)(6) 2015, operative report: procedure: laparoscopic supracervical hysterectomy, bilateral salpingectomies, excision and cauterizatiom of endometriosis. Findings: enlarged bulbous uterus, normal-appearing fallopian tubes. Through the left fallopian tube could be visualized the micro insert of the essure that was placed in the left fallopian tube.normal ovaries. White and black endometriosis appearing lesions on the posterior cul-de-sac. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received: aka name added. Reporter¿s details were added. Suspect drug indication added. New events vomiting, weight gain, bloating, feeling of heaviness, pain down left leg from abdomen, bacterial vaginosis, uti, right after device she had chronic yeast infections for approximately a year, bacterial vaginosis, endometriosis, an enlarged uterus, vaginal pain (within days of surgery), use of essure caused or aggravated any psychiatric and/or psychological conditions, it was extremely painful and lasted for an extended period of time, feeling of heaviness and pressure, fatigue, hair loss, less headaches.event term updated to bleeding / extremely excessive bleeding / blood literally was falling out of me / bled through everything/extreme bleeding/large blood clots, extreme lower back pain/bad lower back pain, cramps on my lower left side of my stomach/cramping/pain in lower abdomen/ lower left quadrant pain (within days of surgery), pain and discomfort/sharp stabbing pain. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.